Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 2 months post implant of ventrio st, patient was diagnosed with obstruction and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device lists adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia with erosion of mesh thereby underwent laparoscopic repair with the implant of ventrio st mesh. Per operative notes, ¿a previous umbilical hernia repair in the distant past with a marlex plug, which was eroding to the skin and the patient did have recurrent hernia. The mesh and the umbilicus were excised, and the defect was closed with ventrio st mesh was rolled and inserted, and the fascial defect at the umbilicus was then closed using sutures.¿ (B)(6) 2014 - patient was diagnosed with small bowel obstruction thereby underwent laparoscopic repair with partial removal of ventrio st mesh. Per operative notes, ¿the patient was noted to have extensive adhesions with multiple loops of small bowel adherent to the ventrio st mesh. The multiple loops of small bowel were dissected, and the mesh was removed.¿ (B)(6) 2014 - patient was diagnosed with adhesion thereby underwent open repair with the removal of ventrio st. Per operative notes, ¿the patient had significant adhesions to the abdominal wall from previous hernia repair. The patient had fragments of the mesh which were still noted, and these were removed from the abdominal wall.¿ attorney alleges that the patient had adhesions, pain, bowel obstruction and hernia recurrence. It was also alleged that the fragments of mesh had to be removed because they were adherent.